Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had possible premature battery depletion/unexpected longevity. The device was reprogrammed to vvir and remains in use. The remaining battery will be monitored via remote transmissions and follow-up in the clinic. No patient complications have been reported as a result of this event.